Event description:
Patient with ischemic cardiomyopathy, ef(ejection fraction)approximately 20%, who was recently admitted for chest pain and acute on chronic systolic heart failure at an off site hospital(osh). He was transferred to our hospital from the osh after having a heart catheterization revealing severe 3-vessel coronary artery disease. He also had a biventricular ICD placed 2 days earlier at the osh. During his hospitalization, he also underwent some dental extractions and had his ICD site evaluated because of concern of infection. He was admitted from our ed (21 days after the first transfer to this hospital) with infection of his aicd pocket. His aicd (automatic implantable cardioverter-defibrillator) has been explanted, and he has been treated with vancomycin for the infection.